Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017- device evaluation: in q3 2017, there were 17 instances of keypad/tactile with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 31 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to moisture ingress and button contact contamination. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 31 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile button with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-67 years of age and between 21 and 340 pounds. Of the reported patients, 17 were male, 14 were female.